Event description:
The customer reported to olympus during installation, end of the optical fiber has remained blocked on the evis exera iii xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered the front panel was broken and lens guide cover was stuck into the connector socket. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Manufacturer narrative:
Updated fields: b5, h4 this report is being supplemented to provide additional information based on the legal manufacturer's investigation, device history record review and additional information provided by the customer. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The exact root cause could not be determined. The investigation determined due to the application of excessive stress to the output connector. Olympus will continue to monitor the field performance of this device.

Event description:
The incident occurred at the end of a case when removing the optical fiber from the source. This had no impact on the medical act.